Event description:
(B)(4) study. It was reported that the subject had abdominal pain requiring prescription medication. On (B)(6) 2024, the subject was randomized (therasphere arm) in the (B)(4) study (main phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-macroaggregated albumin (maa) angiogram was performed and target volume was 118 cm3. 3.9 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.17 gbq and radiation dose to perfused liver tissue was 112.5 gy. On (B)(6) 2024, same day of index procedure, subject experienced abdominal pain and had nausea. Flurbiprofen axetil injection was given on (B)(6) 2024 to treat the event of abdominal pain. No action was taken to treat the nausea. On (B)(6) 2024, 2 days post index procedure, subject was diagnosed with decreased white blood cell and platelet count. No corrective action was taken to treat the events. It was further reported that decreased white blood cell count was treated with diyushengbai tablet (0.2 g/ three times per day).

Manufacturer narrative:
D3: manufacturer address 1: (B)(6). D3: manufacturer zip/postal code: (B)(6). G1: MFR site address 1: (B)(6). G1: MFR site zip/post code: (B)(6).

Event description:
Mandarin clinical study it was reported that the subject had abdominal pain requiring prescription medication. On (B)(6) 2024, the subject was randomized (therasphere arm) in the mandarin study (main phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-macroaggregated albumin (maa) angiogram was performed and target volume was 118 cm3. 3.9 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.17 gbq and radiation dose to perfused liver tissue was 112.5 gy. On (B)(6) 2024, same day of index procedure, subject experienced abdominal pain and had nausea. Flurbiprofen axetil injection was given on (B)(6) 2024 to treat the event of abdominal pain. No action was taken to treat the nausea. On (B)(6) 2024, 2 days post index procedure, subject was diagnosed with decreased white blood cell and platelet count. No corrective action was taken to treat the events.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park., d3: manufacturer zip/postal code: (B)(6). G1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: (B)(6).